Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing due to post-paced t wave oversensing was observed on the implantable cardioverter defibrillator. The patient was brought into clinic and programming changes were made. The patient was stable.